Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient needed assistance learning how to turn their ins off for an upcoming surgery. Patient then said they don't know if the ins is still working. Patient reported that since their appt with their hcp in (B)(6)2023, they don't feel any stimulation sensation anymore. Patient said the hcp increased stimulation at the appt and it got their toes to curl and they could feel the vibration down their legs. But said then the hcp changed to a new program and patient said they thought they could feel stim down their leg and not in their butt, even though it was comfortable. They said they've tried to increase stimulation but when increasing, they didn't feel stim. Patient said they increased it a little bit but didn't want to go too far. Patient said as far as therapy, they think they have been pretty steady but they keep having urine accidents and sometimes they urinate when they're sleeping and it wakes them up, so they go to the bathroom and they are wet and have to change their underwear and pants. Patient said that they try to wear pads and when they forget to wear one, they have an accident. Patient said a lot of times, the accidents are very light. Patient said last week they had accidents 2-3 times but this week have had none so far. Patient said they are still incontinent but they're only having accidents once in a while and the accidents are further apart. Patient also mentioned that sometimes the ins hurts them back where the stimulator is. Depending on what way they sit, they can feel it back there and there is pain where the stimulator is since implant. Patient said lately, they haven't been feeling that either since their appt in january. Patient mentioned that they fractured their t7 or t8 in 2017 and they have always had trigger points in their lower back and in their buttock. Patient services specialist walked patient through how to turn their stimulation on and off. Patient service specialist reviewed stimulation sensation vs therapy relief and reviewed general therapy guidelines. Patient will monitor symptoms and make adjustments as needed.